Manufacturer narrative:
(B)(4). The initial 3500a report # 2210968-2019-80189 was submitted and the 3500a supplemental report # 2210968-2019-80189 was submitted. The 3500a report was submitted under incorrect manufacturing report # 2210968-2019-80189. This report is being void and resubmitted under this correct manufacturing number manufacturing report #, which contains all of the information submitted on the initial 3500a and 3500a supplemental report # 2210968-2019-80189. Investigation summary: the device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device locked shut with the blade in the forward position. The handle could not be opened and therefore the jaws were firmly shut with the knife blade forward. It was not attached to tissue at the time, so the device was safely removed from the patient with no adverse patient consequences.